Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. It was reported that there was moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 10/12/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/19/2016 with the following findings: the pump failed to power on. The battery compartment was cracked with corrosion observed inside. The pump leaked at the battery compartment. The pump was opened and no further evidence of moisture damage was found.

Manufacturer narrative:
Follow-up #2, 14-march-2017- correction to serial#.